Manufacturer narrative:
A cartridge lot number was not provided. Without a lot number, a review of the device history record (DHR) is unable to be performed. All product is released having met all manufacturing specifications and quality requirements. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. Biocompatability has been established.

Event description:
A report was received on 28 jul 2020 from a healthcare professional regarding a (B)(6) year old male with significant comorbidities including dependence on mechanical ventilation, hemiplegia, previous cardiac arrest and end stage renal disease, stating the patient experienced hypotension and abdominal distress during a hemodialysis session on (B)(6) 2020. No medical intervention was reported, and the patient recovered without sequelae, continuing to perform hemodialysis treatments with the nxstage system one and a dialyzer from a different manufacturer.